Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- clinical report states dislocation. Update rec'd 7/29/2014- additional clinical report received. There is no new additional information that would affect the investigation. The complaint was updated on: 8/19/14. Update rec'd 8/25/2014 - sales rep reported revision surgery. Patient was revised to address dislocation. The existing MDR decision has been reversed and the liner and head are now being reported. The complaint was updated on: 9/4/2014.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint-clinical report states dislocation. Update rec'd (B)(6) 2014- additional clinical report received. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address dislocation. The existing MDR decision has been reversed and the liner and head are now being reported. Doi: (B)(6) 2003 - dor: (B)(6) 2014 (right hip) . The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received 9/24/14. Additional clinical report received. Clinical report states the revision was due to dislocation and poly wear. It was also noted that there was severe immune response consistent with large fluid collection, complete destruction of gluteus medius and posterior capsular deficiency.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.